Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was explanted on (B)(4) 2011. The pump was not working and was not in the same place as it was before. The exact details surrounding what was wrong with the pump were not known. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.